Manufacturer narrative:
(B)(4).

Event description:
Received information the patient presented with a red, warm and inflamed area at the battery site. The onset of redness was a few weeks post-operatively. The tests for infection were negative. To exclude allergic reaction, the patient put his shirt between the recharger and the skin. The scar looked swollen and crusted, which worsen over time. Initial healing of the wound was good. The patient also described an unpleasant sensation during recharging and increased temperature under the recharging surface. The surgeon was consulted and the patient went to surgery. During surgery, the infection was confirmed and the device was explanted. The patient will be re-implanted with a new device when the infection is cured. No injury or death was reported.